Event description:
It was reported that the patient passed away. The cause of death was pending the completion of an autopsy; however, it was reported that it is believed that the death was seizure related. It was reported that the generator and lead were both explanted; however, that the lead was discarded. The generator would be returned for analysis. The generator was received for analysis on (B)(6) 2014. Analysis of the generator is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.